Event description:
Hcp reported pt death. Hcp states: "reported by family member, found deceased two hours after putting pt to bed. Programming rechecked including programming. No errors found." Hcp believes "the death has nothing to do with the pump. The implant was uneventful and the pt was released later that day with normal post-surgical pain." A follow up report will be sent when additional info is obtained.